Event description:
It was reported that during an unspecified procedure, the gastrointestinal videoscope had blurry image. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.